Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was not completing the cartridge air removal step. Tandem technical support educated the customer on the cartridge air removal prior to filling the cartridge. There was no adverse impact to the customer's blood glucose level. The customer declined to load a new cartridge and continued using the existing cartridge.